Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in left eye on (B)(6) 2013 after the surgery which occurred on (B)(6) 2009. A flap lift and rinse was performed on (B)(6) 2014. A follow up visit in (B)(6) 2014 also showed patient had residual epithelial ingrowth post flap lift and debridement in left eye. No loss of best corrected visual acuity (bcva) has been reported. The patient complained of decreased in near vision.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.